Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature - formation of a left atrial thrombus during percutaneous mitral valve edge-to-edge repair induced by acute reduction of mitral regurgitation. (B)(4).

Event description:
This is filed to report the thrombus. It was reported through a research article, that there was a case report identifying that the mitraclip procedure was performed to treat functional mitral regurgitation (mr), with an mr grade of 3. One clip was implanted. Minutes after closing the clip, thrombus formed in the left atrium. The clip was implanted. Mr was reduced to 2. Additional heparin was administered for treatment. Details are listed in the attached article, titled: formation of a left atrial thrombus during percutaneous mitral valve edge-to-edge repair induced by acute reduction of mitral regurgitation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed, the reported thrombosis appears to be related due to patients pathology/morphology (pre-existing atrial fibrillation, ischemic cardiomyopathy and heart failure). It should be noted that the reported patient effect of mitraclip implant thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.